Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. The internal battery was replaced to address this issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: pr (B)(4).

Event description:
It was reported to resmed that an astral device did not power on when powered by internal battery. There was no patient harm or serious injury reported as a result of this incident.